Event description:
During follow up with the home patient's nurse, the nurse stated that they had not been notified; however, the hp had been seen numerous times since then and he has been doing fine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and assisted to troubleshoot. The tsr advised the cg that hp would need to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample availability is still unknown, nor has the sample been returned. Baxter is attempting to obtain additional information. A follow-up report will be filed if any additional information is received. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).